Manufacturer narrative:
Requests for additional information have been unsuccessful. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during an unspecified procedure, the boston scientific field representative on the case overheard that this left ventricular (lv) lead had been cut. The field representative was unable to confirm what they heard. There were no changes made to the lv lead and it remains in service. No adverse patient effects were reported.